Event description:
The customer reported six (6) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients on various dates. This MFR. Report addresses test two (2) of six (6). The customer reported a false positive result with the ID now ID now covid-19 assay 2.0 performed on an unknown date in (B)(6) 2023. Repeat testing was performed and generated a negative result. Confirmation testing was not performed. The customer stated some patients are asymptomatic but was unable/unwilling to provide specific details for this test. Although requested, the customer refused to provide additional patient information, including treatment and outcome.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against this trend code are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single use; device discarded.